Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Althoughs ome evidence points to a higher rate of occurrence in women using breast pumps versus those are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have provided trouble shooting advice to the customer for low suction, however, this has not resolved the customers issues. The team are still working with the customer to establish the correct breast sheild size. Currently, the device is still in use with the customer. If any additional information is found to support the investigation, a follow up report will be sent.

Event description:
Customer reported on (B)(6) from the us that the elvie stride was not strong enough to fully empty their breast. They have tried troubleshooting low suction issues with elvie customer care however, they have continued to experience low suction even at the highest intensity setting. The customer advised that they had developed mastitis due to a clogged duct. Customer was seen by a healthcare professional who prescribed antibiotics for treatment of mastitis.